Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable alarm. A continuous infusion rate of 52 ml per hour had been programmed, with a total reservoir volume of 11.1 ml and a given volume of 87.75. Settings were reviewed, however, the patient declined troubleshooting. The device was powered off, and the tubing was clamped. No patient harm or no patient injury was reported. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.